Event description:
It was reported that the patients ipg was flipping sideways when sitting thus, putting tension on the leads. It was also stated that the ipg could only be charged when the patient was bending over and the ipg was laying flat. The patient underwent a revision procedure where in the ipg was repositioned. The patient was doing well postoperatively.